Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped using their scs system about a year ago due to his back pain had diminished to the point the system was no longer required. Subsequently, the patient's pain returned and as a result an attempt was made to turn the system back on. However, the ipg would no longer communicate with any external devices and was deemed inoperable by this time. Surgical intervention may be undertaken to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was replaced with a new model in the right flank area. Therapy was restored postoperatively thus resolving the issue.